Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after the device was implanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 7073608.

Event description:
It was reported that the patient had an allergic reaction two weeks after being implanted. The implanting physician and the dermatologist did not believe that it was device related as the hives was all over the body and not specifically on the incision sites. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility.